Manufacturer narrative:
Inspection of the reported issue could not be conducted due to the implant not being returned. The DHR for the implant could not be reviewed as the lot number was not provided. Imaging from the case was not available for investigation. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced at this time.

Event description:
It was reported that a revision was needed to replace a broken creo 5.5mm curved rod that was found post operatively.